Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the there was no issue. A field service engineer conducted tests on all tower doors at the station and found no issues. The engineer also visited a station that reported failures in the cubie pockets; however, those were also restored and functioning properly. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported when using the pyxis medstation es system, the drawers were found to be malfunctioning, and the tower doors remained closed. The customer reported that the malfunction arose while the user was attempting to administer medication to the patient. There were no adverse events or injuries reported based on this incident.